Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one optical bladeless versaport* v2 tmm short with fixation cannula opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that during a sigmoidectomy procedure, the seal was damaged and instrument made strange noise. The circular seal was damaged. Since the clinical obturator was not received, a pmv representative obturator was used for all functional testing. The representative obturator passed through the trocar without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, the instruments envelope seal passed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn seal and the reported condition was confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The information for use for this product states: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, one and half an hour after the operation has started, trocar started to make a strange sound when nothing was inserted. The device was used till the end of the case. Last patient's status: good.